Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coude catheter tip was curved more than usual. The patient stated that he was able to void while using the catheter. No medical intervention was required.

Event description:
It was reported that the coude catheter tip was curved more than usual. The patient stated that he was able to void while using the catheter. No medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. ¿ reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.